Manufacturer narrative:
One-unit was returned to vsi for evaluation. A returned product evaluation was completed. The distal section of the wire was separated. The damage at the separation point is consistent with exceeding tensile force. The separated piece of the wire was left in the patient. The spectre IFU warns; "never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the guidewire against resistance may result in separation of the guidewire tip, damage to the guidewire, or vessel injury."

Manufacturer narrative:
Manufacturing record was reviewed, there were no nonconformance related to this lot, therefore, supporting the device met material, assembly and performance specifications. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: upon rewiring newly deployed stent, wire got trapped behind stent wall and physician was unable to remove wire. Physician intentionally broke wire tip off and pinned remaining piece behind the stent.